Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported via national drug safety agency (ansm) "rupture with intracapsular silicone spread", "capsule contracture stage 4" and "hard, deformed, and painful to the touch". This record is for the right side. Device was explanted.